Manufacturer narrative:
The subject device was not returned to olympus and the investigation is in process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video cable of the subject device was occasionally disconnected which may have caused the image to disappear. The reported issue occurred during an unspecified urology procedure. The intended procedure was completed using the subject device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d8, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device has not been returned for evaluation. Based on the results of the investigation, the root cause of the video cable disconnecting and causing an intermittent image was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct information that was provided in the initial report. In the initial report h3 was inadvertently selected as ¿yes¿. Corrected information provided in h3. H3 other text : device not returned.